Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because battery indicator was not resolved with troubleshooting. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4): the primary complaint was not confirmed, the meter does not display the battery indicator. The meter functions properly.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.